Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other mitraclip (10313975/(B)(4)) referenced is being filed under a separate medwatch MFR number.

Event description:
This report is being filed as the mitral regurgitation grade increased due to the detachment of the clip (10313975/(B)(4)) from one leaflet. The increased mr is considered as patient injury. It was reported that a mitraclip procedure was performed on (B)(6) 2014 and two clips (10313975/(B)(4)and 10313975/(B)(4)) were implanted reducing the functional mitral regurgitation grade (mr) from 4 to 1-2. There were no problems with visualization or implantation of the clips. Grasping assessment was satisfactory for both clips. Three weeks post procedure, it was observed that one clip detached from the posterior mitral valve leaflet and the other clip detached from the anterior mitral valve leaflet. There was no tissue damage observed. The mr had increased to 3-4. The patient experienced dyspnea and fatigue; medication was administered. Per the physician, this event is valve related as both clips were stable and in place post the april 2nd procedure and the leaflet movement was immobile. Further analysis of more specific 3d echocardiogram images was performed. The lateral clip was confirmed to be attached to the posterior leaflet and the medial clip attached to the anterior leaflet; however, during systole, both clips become close to each other and there was not enough space for another clip. Based on this finding, the physicians are not planning any further intervention and will recommend this patient for a cardiac assist device. The patient was periodically checking in for follow-up. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, additional information received indicated that prior to the (B)(6) procedure, the mobility of the leaflets was good. During the procedure, there was no contact between the first and second clip when they were crossing the valve or while positioning the second clip as they were implanted on different scallops. No additional information was provided.

Manufacturer narrative:
(B)(4). A failure analysis of the complaint device could not be performed because the product was not returned for analysis. Potential causes for single leaflet device attachment (slda-when a deployed clip detaches from one leaflet but remains attached to the other leaflet) leading to incomplete coaptation of the leaflets can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. The user reported no issues while functionally inspecting the clip delivery system during device preparation, which is an indication that the device was functioning properly. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. There is no indication that the manufacture of the device contributed to the reported event. With respect to the patient condition, procedural conditions and/or user technique, slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. The information provided in the case details stated that during the mitraclip procedure, there were no problems with visualization or implantation of the clips, and the second clip did not come into contact with the first one during clip placement. Per the physician, this event was related to the valve, as both clips were stable and in place post procedure and the leaflet movement was immobile. Based on the information reviewed, the reported slda appears to be related to patient/procedural conditions, as the physician stated the event was valve related. The patient effects of mitral regurgitation (worsening) and dyspnea are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. There does not appear to be any evidence of a product quality deficiency associated with this device.